Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 04-nov-2016, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 16-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 220.9 mcg/day via an implanted pump. It was reported the patient underwent a procedure to replace the pump for normal battery depletion. An infection was discovered in the pump pocket that had begun to travel up the catheter. The entire system was explanted on (B)(6) 2021. There were no environmental/external/patient factors that may have led or contributed to the issue and cultures were sent for analysis. The system would not be returned as the customer refused. The system would be replaced in the future. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿